Event description:
It was reported that this right atrial (ra) lead was dislodged causing the device to disable atrial tachycardia pacing (atp) therapy. No additional adverse patient effects were reported. No further information provided.